Event description:
While surgeon was using the covidien endo stitch device, the suture needle broke in half inside the pt. Half of the needle was retrieved, the other half of the needle was "unable to be retrieved" per the surgeons. Per the surgeons, the piece of needle was "in the stomach somewhere". Per the surgeons, either the device or the suture needle was defective. When attempting to clamp the endo stitch to make a suture, the needle broke in two. The endo stitch device product code is 173016, lot #: j4k2060x. The suture is sofsilk 2-0, product code: 170002, lot# j4j0603x.